Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024 around 9:00pm, the patient was aware of the sensor failure right away, the patient stated they experienced a hypoglycemic event on saturday afternoon, about 16 hours after the sensor failure. The patient stated they were not checking any fingersticks when they were not receiving any cgm readings and were not able to replace the sensor as they had no spare one available. When the patient experienced the hypoglycemic event, they lost consciousness and reported they were in a ¿coma¿. The patient was treated by their wife with a glucagon injection. The patient recovered but stated they were disoriented and confused for several days after the event. Performance data was reviewed. A sensor failure was not found within the investigation window. The allegation of a sensor failure was not confirmed. However, a transmitter failure was found on (B)(6) 2024 in connection to the reported allegation. Based on the data (signal loss after last recorded evg value) it is believed that the transmitter failed and did not try reconnecting, suggesting that the transmitter is defective. The probable cause was determined to be transmitter failure. No additional patient or event information is available.